Manufacturer narrative:
Manufacturer received a summons that user fell asleep and inadvertently engaged their joystick, drove into a tool box, and allegedly broke a tooth along with an unspecified head injury. Nature of complaint suggests a user error. MDR filed based on alleged serious injury.

Event description:
The consumer is prone to falling asleep in his wheelchair and as a result, he allegedly engaged the joystick accidentally, causing him to run into a metal tool chest.